Event description:
It was reported to philips that the system failed to bootup. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the system failed to bootup. Upon troubleshooting, philips field service engineer (fse) found issue with the voltage board, ny15, mains interface and as a corrective active replaced the over voltage board, ny15 as well as the main interface module but the system did not power on. To resolve the issue, fse replaced the pdu fan tray. The cause of the pdu mains interface module failure could not be conclusively determined by the supplier's part analysis, however the part analysis of pdu fan tray found to be defective with the front part bended and root cause found to be mechanical damage. After replacement and repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.